Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle 1ml 12.7mm (1/2") 30g product is damaged. The following information was provided by the initial reporter: one of the syringes was sticking out of the box and the barrel was bent.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle 1ml 12.7mm (1/2") 30g product is damaged. The following information was provided by the initial reporter: one of the syringes was sticking out of the box and the barrel was bent.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 1ml bd insulin syringes. The following was reported: two extra syringes that were loose inside of the box; one of the syringes was sticking out of the box and the barrel was bent; there was no issue with the other syringe; there were 10 sealed bags in the box along with the 2 loose syringes. The samples were examined, and it was observed that 1 syringe featured a bowed barrel. No defects were observed on the remaining sample, and no packaging was returned. A review of the device history record was completed for batch# 1347550. All inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure. No root cause can be determined at this time.